Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded indicating that after extensive testing at their facility, the malfunction could not be duplicated. The customer stated that the product will not be returning to zoll at this time.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient during transport (age and gender unknown) the device displayed a "run time calibration failure" message. Complainant indicated that the clinician manually ventilated the patient to continue treatment. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.